Manufacturer narrative:
The reason for this revision surgery was the surgeon removed baseplate, screws, poly and shell and converted to hemi arthroplasty after 4.4 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 169 prior complaints reported against this part number; summary of investigations: 33 for trauma, 3 device failures, 17 dislocations 6 for pain, 18 for infections, 17 for stability and others not associated with product issues. This is the first complaint against this lot number. This event is deemed as non-product related. This event and revision surgery is the result of patient bone loss in glenoid. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to bone loss in glenoid, the surgeon removed the baseplate, screws, poly and shell. He converted to a hemi arthroplasty after repairing the glenoid.